Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was completed and the insulin exited. Instructed the customer to discontinue the pump use.